Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the alarm sound generating and the front panel turning off occurred due to a faulty main board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the issue (alarm sound generated and front panel turned off) was found to be caused by failure of the main board. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device generated an abnormal noise. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the alarm and led (light-emitting diode) went off. This report is being submitted for the malfunction found during evaluation (alarm sound generated and front panel turned off).